Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a child patient experienced high blood glucose level due to kinked cannula as she was not getting insulin and received high blood glucose alert. Therefore, they tried to treat it with bolus via pump and multiple dose injection, but on (B)(6) 2020, the patient went to the emergency room due to high blood glucose level (700 mg/dl) and was subsequently hospitalized. Patient's highest blood glucose level was above 700 mg/dl and four infusion sets were changed within 24 hours. During hospitalization, she received 17 units of insulin shots (2.1 u/hr) as corrective treatment, which resolved the issue. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. No further information available.